Event description:
Review of the article "xen gel stent failure due to luminal obstruction" from the journal of ophthalmic and vision research reported the following xen®45 gts events for case 1. One patient underwent ab-externo implantation in the right eye experiencing early bleb encapsulation 7 days pod with bleb-needling. At 18 months pod, bleb was shallow and scarred with significant central field progression. Intraocular pressure was 32 mmhg. Patient required device removal and placing an additional drainage device. After the additional device was implanted, unknown yellow-white material was discovered blocking the lumen. This is the same article reported under abbvie patient identifier: (B)(6) (emdr-54385), (B)(6) (emdr-54387), (B)(6) (emdr-55525). This emdr is being submitted for the case 1.

Manufacturer narrative:
Article citation: amarasekera dc, shankar va, razeghinejad r. Xen gel stent failure due to luminal obstruction. J ophthalmic vis res 2024;19:386¿391. Https://doi.org/10.18502/jovr.v19i3.9404. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.